Manufacturer narrative:
Note: this regulatory report was previously submitted on 22-feb-2018 as regulatory report # 3006340236-2017-00021 ¿ 1 with "follow-up" marked. Per request, it is being resubmitted as an initial report. The product was returned for evaluation and it was found that threads were broken off of the insertion end of the instrument. It was noted that the failure was likely attributed to misuse of the inserter beyond its intended use. It was also noted the cause of the malfunction was related to wear. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the tt cage inserter broke while the surgeon was inserting the cage during a plif procedure. This was the first of two cages to be inserted. The inside piece that threads with the cage broke off. The second tt inserter from the set was used. The malfunction did not have an adverse effect on the patient.